Event description:
The hospital reported to the distributor that during an off pump procedure the foot on the stabilizer broke into several pieces outside the patient's chest cavity. The procedure was completed with a new stablizer. No patient complications were reported by the hospital.